Event description:
Same case as MFR report # 2134265-2008-03254. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a shaft break and stent dislodgement occurred. The 70% stenosed and de novo lesion was located in the mildly calcified mid right coronary artery (rca). It was noted that the lesion contained a significant bend. The lesion was pre-dilated with another manufacturer 2.5mm x 15mm balloon inflated to 18atms for 10 seconds. The taxus liberte 3.0mm x 20mm stent delivery system (sds) was advanced to the lesion, however, resistance was encountered while advancing through the aortic arch. The physician applied extra force to the sds, however, the shaft bent. An attempt was made to straighten the bend in the catheter by unspecified means at which time the proximal shaft broke at the entry point of the sheathe. The sds was removed and another of the same sized taxus liberte sds was advanced, however, the stent dislodged and remained in an internal iliac artery. An unspecified micro forceps was advanced in an effort to remove the dislodged stent but was unsuccessful. A 3rd taxus liberte 3.0mm x 20mm stent was implanted to complete the procedure, the patient's status is reported as "good".

Manufacturer narrative:
Visual examination of the returned device noted that the delivery device with the stent on the balloon was received and a hypotube fracture and numerous shaft kinks were observed. The hypotube fracture located 19.3cm distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking compromised the strength of the hypotube and contributed to its fracture. The cause of the hypotube fracture was due to the attempt to straighten the catheters shaft. Visual and microscopic examination of the material surrounding the shaft kinks did not reveal any inherent material deficiencies that would have contributed to the formation of the kinks. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause was unable to be determined.